Manufacturer narrative:
Concomitant products: 694765, lead, implanted: (B)(6) 2008; 383059, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient received inappropriate therapy due to potential atrial fibrillation (af) with rapid ventricular response from their implantable cardioverter defibrillator (ICD). It was also noted that the right ventricular (rv) lead exhibited high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.